Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture was broken when the surgeon attempted to sew the subcutaneous layer. Changed to another two to continue the surgery, the same problem happened. Changed another one to complete the surgery. There is no report on patient's injury. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint #: (B)(4). Component code: g07002 - device not returned. Investigation findings: c22 - video evaluation. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Video investigation summary: this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the video shows a suture used in surgery, held with forceps. The video is not clear to determine the failure mode. Based on the video review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2023-01794, mw # 2210968-2023-01800. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name: irgacare®, active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: = 275 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.